Event description:
The angiosculpt catheter was used at the pulmonary vein for a (B)(6). The physician initially used a 6 mm angiosculpt catheter but changed to a 5 mm angiosculpt catheter and inflated the balloon 4-5 times at 15 atm (rbp 14 atm) successfully. During retraction, the scoring element separated at the pulmonary vein. Using a snare, the physician tried to remove the scoring element but was stuck in the sheath near the inguinal region. As a result, the scoring element remained in the vessel but was able to be removed by surgical treatment (skin incision). The patient was in stable condition.

Manufacturer narrative:
The scoring element was retained in the patient. Additional intervention was performed to remove the scoring element, thus resulted in prolongation of the case. The angiosculpt device was returned in two pieces. Visual examination confirmed the scoring element separated from the balloon. The scoring element was mangled and the distal bond and intermediate were both damaged. The distal inner member was necked and the proximal marker band was located at the balloon taper. The shaft was kinked near the distal end of the strain relief. Based on the lab analysis, it is probable that the user applied excessive exertion of force resulting in the separation of the scoring element. The IFU warns to not exceed the rated burst pressure and retained device component is listed as a possible adverse effect of the procedure.